Event description:
It was reported there was abnormal impedance measurements, which were found to be due to a loose connection. Blood ingress in the connector was observed. The device was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.